Manufacturer narrative:
(B)(4). Corrected information: this ethicon medwatch # 2210968-2013-06096 is being voided as it is not an ethicon MDR reportable event. Please void ethicon medwatch report # 2210968-2013-06096.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle popped off and the suture broke. No other information available at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.